Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was dilated several times as the vessel was not fully dilated. However, when the balloon was dilated for the third time at 14 atm, the pressure indication of the indeflator dropped and balloon rupture was confirmed. No additional event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible in the guide wire lumen, inflation lumen, and balloon. There was no contrast visible. The balloon was loosely folded. There was no damage noted to the balloon catheter. An indeflator, filled with water, was used in an attempt to pressurize the balloon, when fluid leaked out of a radial rupture in the balloon 4 mm distal to the proximal seal. There were no scratches visible. This will be sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the case description and analysis of the returned device and damage was noted. It was reported the catheter was used several times to predilate the lesion. At the third time, the pressure had dropped and the balloon rupture was confirmed when the device was inflated to 14 atm. The analysis was able to confirm the complaint as fluid leaked out the radial rupture site located 4 mm distal to the proximal seal. Factors that may contribute to balloon damage may include, but not limited to, manufacturing, materials, patient anatomy, pt disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The pt anatomy was described as moderately calcified, which may have contributed to the balloon rupture. Sem analysis of the balloon rupture noted mechanical damage to the outer surface located at and near the rupture site. The radial rupture type suggests the device may have been rotated on a radial axis within the lesion, thereby contributing to the mechanical damage. It appears that the mechanical damage to the surface of the balloon may have weakened the material; therefore, upon inflation the balloon ruptured. A definite root cause of the mechanical damage could not be determined but appears to have occurred during the procedure as the device had successfully inflated prior to the rupture. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.